Event description:
It was reported that the x-rays were from (B)(6) 2021, not (B)(6) 2021. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
D6a. Corrected data, initial report: implant date should have been (B)(6) 2020 rather than (B)(6) 2020.

Event description:
The patient went into surgery and a generator diagnostic test was performed with the test resistor and confirmed ok impedance. It is noted that the pin was found to be slightly dislodged and so the pin was re-secured, impedance was then ok. Information was received from the physician noting that the pin did not feel loose. The surgeon¿s impression was that some fibrosis around the lead wire near the insertion in the pulse generator led to some rigidity (reduced flexibility) and thus some traction on the insertion point. This might have been accentuated by vigorous activity or gradual retraction with scarring. This scar tissue was divided at the revision. It was noted that this did not seem to be an intermittent lead issue as the impedance was normal in the lead up the first high impedance reading, when efficacy and side effects (snoring) ceased, and was repeatedly elevated following, including at surgery. The impedance was fine after the pin reinsertion and has remained so. The device was turned back on and there was immediate return of alertness and improved communication.

Event description:
It was reported that the patient had high lead impedance with resultant low output current on his device. His parents had noted his seizures increased in the last 2-3 weeks - this was noted to be moderate. They also noticed that over the last few weeks he no longer had typical side effects of stimulation. The patient's device was disabled. The health care professionals noted that the patient had no history of chest or neck trauma. He was noted to be very skinny and often sat hunched with his shoulders contorted forward. X-rays dated from before high impedance was seen on the patient's device were reviewed by the manufacturer. The lead pin was fully inserted past the second connector block and no obvious fractures/sharp bends were identified. A manufacturer's review of device history records showed that both the lead and generator both passed quality control inspection prior to distribution. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.